Event description:
The customer reported the tubes underfilled. The customer advised they used straight needle and winged needle devices to fill the tubes. The customer advised if a winged needle set was used, a discard tube was drawn before the coagulation tube. The customer advised during blood collection, the tubes were secured in the holder while the tube was filled.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Complaint (B)(4). Received (B)(4) pcs 454322/b230433m for evaluation. No customer pictures were provided. We have no remaining inventory for the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. Customer returned samples filled slightly lower than the tolerance range. However, the citrate to blood ratio is the important factor in coagulation testing. Mixing ratio between citrate and blood is still in normal range. While the customer returned samples were slightly below tolerance, there is no indication of deviations during the manufacturing process. We cannot know how the product has been handled/stored/transported since it left gbo. Do not use if product has sustained any damages. Therefore, the cause of the event cannot be determined. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.